Event description:
It was reported, the patient underwent laparotomy, and the plastic stent was removed.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer. Please see updates to b5 and h6.

Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The subject device was not returned to olympus for evaluation, as the device was discarded by the user facility. The investigation is ongoing, and this report will be supplemented when new and relevant information becomes available later.

Event description:
It was reported that the single use retrieval basket became incarcerated in the bile duct while attempting to remove a previously implanted single use biliary drainage stent during an endoscopic retrograde cholangiopancreatography and stent replacement procedure. The stent also could not be removed from the basket. A mechanical lithotripter was then used to remove the basket and break the stent. It was also reported that the stent, which was scheduled to be replaced, appeared to have strayed and that it ruptured and became incarcerated during removal attempts of the basket. Some of the pieces were torn off and retrieved but some remained inside the patient. There were no reports of further patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined. However, per the physician¿s opinion, the stent was not removed, and incarceration likely occurred because the stent was attempted to be retrieved with a basket (fg-v435p). Moreover, the stent may have broken because a tensile load greater than the incarcerated stent's proof stress was applied to the stent using an emergency mechanical lithotripter handle (bml-110a-1). The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when retrieving this instrument from the bile duct, grasp a part avoiding the vicinity of side hole or side flap as much as possible, and slowly aligned with bile duct withdraw it with the endoscope observing fluoroscopic images. If a part around the side hole or side flap is strongly grasped by a snare or grasping forceps, or the stent is withdrawn with excessive force, this instrument may break and leave debris in the bile duct.¿ ¿do not retrieve this instrument in other methods than described in this instruction manual. Otherwise, it could cause migrating or falling off from the papilla and could damage the instrument.¿ ¿to retrieve the stent, use grasping forceps fg-44nr-1 in accordance with its instruction manual.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, additional information was provided by the customer. B5 has been updated accordingly. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the physician in charge believes that the cause of the stent incarceration was due to it being collected with the basket (model number fg-v435p) instead of the grasping forceps. The physician believes that the problem was not caused by a product defect.